Event description:
It was reported that, the right atrial (ra) lead of this cardiac resynchronization therapy defibrillator (crt-d) exhibited left side driven oversensing. This device remains in service. No adverse patient effects were reported.